Event description:
During left coronary arteriogram, the jc4 catheter was inserted into the sheath a foreign body was noticed on the end of the guide wire. Physician then took out the catheter and noticed that the tip of the catheter was missing. Leg was scanned and it was noticed that tip was resting in the left foot. Based on location of tip, physician discussed with pt options and it was decided that due to location of the tip, it would not be removed.